Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.

Event description:
It was reported that prior to implant, interrogation revealed a longevity alert. Device was not implanted and replaced.

Manufacturer narrative:
The device was tested on the bench and high current drain was observed. The cause of the high current drain was an anomalous component on the hybrid.